Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate or verify the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device is delivering more energy than the amount of energy selected. There was no patient use reported with the event.